Event description:
Perclose device was deployed. When needle pulled back, suture was not intact, released foot plate and tried to remove. Unable to remove. To or for right femoral artery exploration repair of femoral artery with retrieval of intact perclose device.